Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refn3330 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was unable to pass through the oversleeve. The length of the compression sleeve is too long. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty passing the catheter through the distal connector was confirmed and appears to be supplier related. The product returned for evaluation was an assembled proximal and distal connector from a 4fr s/l groshong nxt catheter and a section of blue tubing which appeared consistent with a dislodged compression sleeve. The proximal and distal connector were disassembled by the investigator and an attempt was made to feed a non-complainant 4fr s/l groshong catheter through the distal connector. The catheter could easily be threaded through the connector. No frictional resistance was felt when threading the catheter through the connector, indicating that the compression sleeve was not present in the device. The distal connector was split longitudinally by the investigator which confirmed that the compression sleeve was not present within the distal connector. The inner bore of the connector showed longitudinal score marks along the bore. This was likely caused by the stem from the proximal connector rubbing against the side of the connector if the connection was made against resistance or if multiple attempts were made to make the connection. The loose compression sleeve contained holes on both sides of the tubing and tears within the material. In addition, the compression sleeve appeared notably longer than a non-complainant sample. When measured, the compression sleeve was approximately double the specification length. Microscopic examination the loose compression sleeve revealed a circumferential line in the tubing, at the approximate midpoint on the returned sample. It appeared that an attempt had been made to cut the compression sleeve during manufacturing but either the cut was not completed, or the material knitted back together. The out of specification compression sleeve likely caused the difficulty threading the catheter through the connector. The end-item manufacturing facility has been notified about this complaint. Bd is working closely with the supplier to prevent recurrence of the reported event.

Event description:
It was reported that the catheter was unable to pass through the oversleeve. The length of the compression sleeve is too long. There was no reported patient involvement.